Event description:
At implant, the stylet could not be extracted at 1/3 of the lead body from the connector after locating the lead in the atrium. When trying to extract by holding the connector portion, the lead was extended from the connector part. The device was not implanted.

Manufacturer narrative:
The stylet obstruction was found to be a mass of dried blood in the inner lumen near the connector pin.